Manufacturer narrative:
This report is submitted on june 7, 2019.

Event description:
Per the clinic, the patient developed an ecchymoma on the receiver-stimulator which became infected and was treated with oral antibiotics. The patient was explanted on (B)(6) 2019. There are no plans to re-implant the patient with another device.